Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is unable to receive adequate coverage. An impedance check revealed a low contact. The pt experienced overstimulation when the low contact was used. X-rays revealed lead migration. As a result, the pt will undergo a trial procedure to address the issue, and because the doctor feels it would be more safe for the pt.